Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient had an infection approximately one year earlier and the physician chose to treat the patient with antibiotics. Currently the patient noted they were still having some pain and area around device seemed tight with skin, so the physician elected to explant the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode. The field representative noted that the system did not appear to be infected at time of explant. No additional adverse patient effects were reported.